Event description:
It was initially reported by the company representative that during the resident's transfer in the sling from the bed to the wheelchair using the maxi move lift device the right leg clip detached due to a sudden movement of the patient. It was indicated that the patient was lifted in horizontal position and before she was put into the wheelchair the patient's foot was manipulated to turn into the right position. "This lead to a painful stimulus (jactation, myoclonus)." The patient's right leg fell down. The right leg clip of the sling detached and this caused a sudden movement by the patient (she went forward) and the right shoulder clip appeared to be loose. The patient stayed hanging (half) in the sling but also half turned (angled) to the wheelchair. As a consequence of the event the patient hit her forehead (right side) onto the jib which caused a small laceration above the eyebrow. No medical intervention was needed. Reference MFR # 9611530-2014-00044.